Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during a routine follow up, this pacemaker was suspected of premature battery depletion (pbd) due to the battery longevity calculations of the device dropped from 2.5 years to 3 months in about six months. The health care professional (hcp) called technical services (ts) and requested device disk analysis. Engineering analyzed the provided device data and found that this device memory had recorded a power on reset. Engineers determined that this device was demonstrating behaviors consistent with a high battery impedance. Device replacement was recommended. At this time, this device remains in service. No adverse patient effects were reported.